Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd insyte¿ autoguard¿ shielded IV catheter had foreign matter in the package. This occurred on 50 occasions before use. The following information was provided by the initial reporter: fm was in the package.

Manufacturer narrative:
Investigation summary our quality engineer inspected the samples and photographs submitted for evaluation. Bd received a total of 50 samples from lot number 9263296. A visual and microscopic investigation of the units has been performed. Thirteen of the fifty units had observable foreign matter. Foreign matter was observed inside the packaging of four of the units. The remaining nine units had no observable foreign or it was imbedded in the seal or raw material. As the devices are sealed it can be concluded that the foreign originated in the manufacturing environment. A device history record review showed no non-conformances associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that bd insyte¿ autoguard¿ shielded IV catheter had foreign matter in the package. This occurred on 50 occasions before use. The following information was provided by the initial reporter: fm was in the package.